Event description:
An event was reported under the reverse clinical study and classified as noise on the right ventricular lead and the atrial lead. Both leads remain in use. It was also reported that the device had inappropriate detection. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6944, implantable tachy lead. (B)(4).